Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2018 was chosen as a best estimate based on the date of the revision surgery. This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure performed on (B)(6) 2017. The patient experienced an unknown injury. Subsequently, the patient had revision surgery on (B)(6) 2018.